Event description:
During placement of the medial plate a shaft screw was applied which was approximately a centimeter too long. A long screw was placed attributable to a depth gauge which was assembled inappropriately. Pt sustained a radial nerve injury.